Event description:
It was reported that the patient presented remotely via merlin.net post procedure. During device interrogation and threshold testing, it was noted that the right atrial (ra) lead had dislodged, resulting in the ra lead inappropriately capturing the right ventricle. The ra lead dislodgement was confirmed by fluoroscopy and x-ray. The ra lead was revised and repositioned on the same day. The patient remained in stable condition.